Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified a surface gouge on the edge of the eva. The cause of the condition was determined to be a manufacturing deficiency. Should additional relevant information become available, a follow-up report will be submitted.